Manufacturer narrative:
Insulin pump received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime or compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with intermittent up arrow button due to flattened dome switches. No unlocked keypad connector.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer's spouse reported that the customer's blood glucose was running high in the 300 mg/dl to 600 mg/dl. The customer was treated with manual injection. Customer's blood glucose reading was 380 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a motor error alarm and they were unable to completed the rewind process. The customer's spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.